Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the sigmoid colon during a colonoscopy procedure for polypectomy performed on (B)(6) 2025. During the procedure, the physician attempted to deploy a resolution360 clip to close a resected polyp. The clip would not disengage from the catheter and remained lodged in the scope channel while attached to tissue. Multiple deployment attempts, including full handle retraction and clip rotation, were unsuccessful. The team ultimately had to cut the cable and spring mechanism in the handle, allowing the clip jaws to release and the device to be removed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.